Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 221 mg/dl while sick with a cold or flu, with headache reported, and the pump was expected to adapt and reduce glucose; no alerts or alarms were reported. Symptoms included hyperglycemia and headache. Outcomes included no reported hospitalization and completion of troubleshooting and education. Investigation included case intake and user troubleshooting guidance. Investigation of this case revealed no device malfunction reported and no alarm activity, with the clinical context of intercurrent illness considered a likely contributor to elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.